Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2020 to mid and lower abdomen using cooladvantage+, coolcurve+ contour applicators, on (B)(6) 2020 to upper abdomen using cooladvantage, coolcore contour applicators, on (B)(6) 2020 to upper and lower abdomen using the cooladvantage+, coolcurve+, cooladvantage, curve applicators and on (B)(6) 2020 to mid abdomen using the coolsmooth applicators. Patient developed paradoxical hyperplasia (pah/ph) on "ruq & luq, hypogastric region below umbilicus" also known as the upper, lower, and mid abdomen areas after treatment, diagnosed on (B)(6) 2021. Physician described tissue as "firm, dimpled, enlarged", "swelling" after each treatment and "non-tender numbness" in treated areas. Treatment included "lymph massages x 6, alastin transform topical cream bid".

Manufacturer narrative:
Continued additional device info. (D.4): (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2020 to mid and lower abdomen using cooladvantage+, coolcurve+ contour applicators, on (B)(6) 2020 to upper abdomen using cooladvantage, coolcore contour applicators, on (B)(6) 2020 to upper and lower abdomen using the cooladvantage+, coolcurve+, cooladvantage, curve applicators and on (B)(6) 2020 to mid abdomen using the coolsmooth applicators. Patient developed paradoxical hyperplasia (pah/ph) on "ruq & luq, hypogastric region below umbilicus" also known as the upper, lower, and mid abdomen areas after treatment, diagnosed on (B)(6) 2021. Physician described tissue as "firm, dimpled, enlarged", "swelling" after each treatment and "non-tender numbness" in treated areas. Treatment included "lymph massages x 6, alastin transform topical cream bid".